Event description:
It was reported that the patient presented with a small cut on the velour part of their driveline. The cause of the cut was unknown. The damage was covered with rescue tape. Additionally, submitted photos of the driveline damage also revealed the patient had an open wound around the driveline exit site. A specific cause for the observed wound was not provided. Log file interrogation revealed low flows alarms on (B)(6) 2023. The customer reported that the patient was experiencing hypertension and the low flow alarms resolved with pressure management.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cut along the velour portion of the pump cable was confirmed through the evaluation of the submitted image. Although a specific cause for the observed damage could not be conclusively determined, it did not appear to contribute to an electrical issue as the submitted log files appeared to show the pump functioning as intended at the fixed speed. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hypertension could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. Two low flow alarms were captured on (B)(6) 2023. Pulsatility index (pi) values were slightly elevated during the observed low flow events. According to the account, the patient was asymptomatic at the time of the alarms and their vital signs and laboratory tests were considered normal. It was also noted that the patient experienced hypertension. The cause of the low flow alarms was reportedly due to pressure management. The alarms ultimately resolved following pressure management. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Review of the submitted image confirmed damage to the outer silicone jacket. The underlying armor layer was not visible, and no wires were exposed; the damage appeared to be cosmetic only. No alarms or patient symptoms were reported in association with this event. Additionally, review of the submitted image revealed an open wound in the patient's skin surrounding the driveline exit site. A specific cause for the observed wound was not provided. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The IFU lists potential adverse events, including hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also addresses pump parameters. The IFU explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). The IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU states that adequate therapy for post-implantation hypertension should consistently maintain the mean arterial blood pressure below 90 mmhg. The IFU cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. The IFU instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. The IFU provides additional instructions regarding driveline care in a sub-section. The IFU states, as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The patient handbook contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. The patient handbook also instructs the user to keep your driveline clean, wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. The patient handbook and IFU provides information on system alarm conditions, as well as the appropriate actions associated with each condition. A section on handling emergencies is also provided in the patient handbook. The manufacturer is closing the file on this event.